Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and moderate calcification in the obtuse marginal (om) coronary artery. The whisper guide wire was advanced successfully to the desired location. During positioning of the guiding catheter, the guiding catheter jumped and pulled on the guide wire which caused a dissection distal to the lesion. A 2.75 x 18 mm xience alpine was used to treat the lesion and dissection successfully. There was no adverse patient sequela. No additional information was provided.